Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was blood leakage or other sample leakage from the non-patient sleeve. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during sampling and between changing tubes, the non-patient sleeve is leaking blood. There have been multiple leakages with various issues of blood on hands and clothes of the phlebotomist. They have access to ppe and are obligated to use them when necessary."

Manufacturer narrative:
Investigation summary: bd received 50 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 bd vacutainer tubes and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.